Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure of the right atrial lead, the patient experienced arrhythmia. The patient was treated with 1/2 fl bolus medication and the device was reprogrammed. The patient was discharged in good condition.